Event description:
It was reported to philips that the system would not expose. The system was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary treatment. The procedure was completed by moving the patient to another hospital. Field service engineer (fse) inspected the system onsite and identified an error message indicating that exposure was not possible due to a full image disk. A review of the system log files showed an image disk read error and a lack of control network connection between the ippc and the host pc. Upon troubleshooting actions fse identified that both the ippc (image processing computer) and image disks were defective. The defective ippc was returned for analysis, which revealed that its failure was caused by a defect in the 3xsata cable. Fse replaced the ippc (image processing computer), image disks and reinstalled the ippc operating system and applications. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.